Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
Additional information received reported high impedances were found on electrodes 1,2,7,12,14,15 during impedance testing. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. As a result reprogramming was done and the issue was resolved.

Event description:
It was reported the patient¿s impedances were checked at .7 and 1.5 volts. It was noted the impedances ranged from 8,000 to 20,000 ohms on contacts two, four, eight, nine, ten, twelve, thirteen, fourteen, and fifteen. It was reported the patient fell a year prior to call and may have dislodged a side on the lead. It was noted the patient had a back surgery after the fall and was just starting to use stimulation again. It was reported stimulator worked prior to surgery, but not after. It was noted the surgery was a ¿fusion¿ and occurred a year prior to call. It was reported the patient was able to get great coverage with the functional electrodes.